Manufacturer narrative:
This report is for an unknown variable angle locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date that a 3.5 variable angle (va) prox tibia plate was used to lock a 3.5 va screw on the rearmost side of the first row. It is expected to be locked when the torque penetrates the bone plate into the patient¿s bone but it is coming to an end. The bone plate and bone nails were not removed, so the bone nails are directly placed in the patient's body. Other sizes of bone plates were used to test the same hole and the bone nails were passed through. Concomitant device reported: unk - insertion instrument: trauma (part# unknown;lot# unknown; quantity: 1). Unk - guides/sleeves/aiming: aiming arm (part# unknown;lot# unknown; quantity: 1). This report is for (1) unknown variable angle locking screw. This is report 2 of 2 for (B)(4).